Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy- ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, pelvic pain, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy- ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, pelvic pain, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy- ectopic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, pelvic pain, menorrhagia and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury, pregnancy- ectopic, device ineffective, essure confirmation test: no added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.